Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported issue was confirmed, as very low left cardiac output alarms were found in the driver's alarm history on the day of the reported experience. The very low left cardiac output alarm and low fill volumes were duplicated during investigational testing. The root cause of the alarm and low fill volumes was determined to be a malfunction of the pressure sensor printed circuit assembly (pca). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a very low cardiac output alarm while supporting a patient. The customer also reported that the patient did not lose consciousness or show other signs/symptoms of hypoperfusion. The customer also reported that the patient was switched to a backup driver and was in stable condition with normal driver readings.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a very low cardiac output alarm while supporting a patient. The customer also reported that the patient did not lose consciousness or show other signs/symptoms of hypoperfusion. The customer also reported that the patient was switched to a backup driver and was in stable condition with normal driver readings.